Manufacturer narrative:
The standard adapter 437a2400 of the xr2 unit was returned for evaluation: failure analysis - the returned adapter belongs to the base unit a1079 with the serial number sn#(B)(6). The standard adapter was already sent in on may 27, 2024. The base unit was sent in on june 11, 2024. The base unit is outdated and was sent back to the customer directly. The standard adapter sent in has a broken button and needed replacement. The adapter was marked with the newly created instance number 1995509. The unit was scrapped. Root cause - the complaint is confirmed via inspection of the unit. The standard adapter had a broken button and needed replacement. Probable root cause is rough handling or misuse of the device. Additionally, the unit is beyond integra¿s 7 years recommended life cycle. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that patient was already under anesthesia and in prone position in the mayfield a2114 clamp, and the screw on the swivel assembly standard (437a2400) broke when the surgeon tried to connect the clamp to the base bracket. Since no replacement was available, the operation was canceled and postponed. There was no patient injury.